Event description:
It was reported that the patient's atrial lead was failing to capture and was over-sensing r-waves. X-ray confirmed the lead was dislodged. The lead was explanted and replaced. The patient was stable.